Event description:
The customer reported to olympus, the colonovideoscope lamp at the front distal end was weaker and the device was cleaned. The device was returned for evaluation. During the device evaluation, the jet tube had remains of white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the scope cover had a crack, grip had a scratch, illumination was uneven due to breakage of the light guide bundle, light guide bundle had breakage, light guide had a crack, bending section cover adhesive had a wear, and the connecting tube and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 7 years since the subject device was manufactured. The customer did not confirm whether reprocessing steps of the auxiliary water channel were deviated from the instructions for use. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: IFU states detection methods in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.